Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 414 mg/dl. It was reported that insulin pump alarmed and the reservoir was changed while being in the emergency room. Troubleshooting was performed. Reviewed the programming on the device and was correct. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.